Manufacturer narrative:
This report is being filed to update the date of event.

Event description:
It was reported that during a routine follow up an error code was displayed involving this device as well as out of range shock impedance measurements. The patient was awaiting an x-ray. A review of the device data by technical services (ts) noted that a possible electrode malfunction could be present and also noted that the power consumption with this device was increasing abnormally and was consistent with premature battery depletion. The system was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25-27 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed high impedance measurements and code exhibited by the device.

Event description:
It was reported that during a routine follow up an error code was displayed involving this device as well as out of range shock impedance measurements. The patient was awaiting an x-ray. A review of the device data by technical services (ts) noted that a possible electrode malfunction could be present and also noted that the power consumption with this device was increasing abnormally and was consistent with premature battery depletion. The system was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up an error code was displayed involving this device as well as out of range shock impedance measurements. The patient was awaiting an x-ray. A review of the device data by technical services (ts) noted that a possible electrode malfunction could be present and also noted that the power consumption with this device was increasing abnormally and was consistent with premature battery depletion. The system was explanted and will be returned. No additional adverse patient effects were reported.